Event description:
The pt was implanted with a left ventricular assist device (lvad). The surgeon reported that following a pump exchange due to suspected thrombus (ref MFR's medwatch report # (B)(4)), the pt was returned to the operating room to explore the chest for bleeding. A CT scan showed that the outflow bend relief appeared disconnected (unrelated to the bleeding) and the surgeon was able to reconnect the bend relief.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. Reports of disconnection of the bend relief from the sealed outflow graft are being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice ((B)(4)) was sent to customers. No further info is available at ths time. A supplemental report will be submitted when the MFR's investigation is completed.